Manufacturer narrative:
DHR was reviewed. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator and ventricular lead due to infection. The device was implicated as a potential site of infection. The patient was stable.